Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a return of pain symptoms three days following a refill, which occurred approximately two and one-half weeks prior. The patient's daily medication dose was increased ten percent, with no noticeable effect. Two additional boluses were programmed, with no noticeable effect. Four days later, a catheter dye study was performed which showed the catheter fractured in two pieces at the connection site of the intrathecal portion and the pump portion. This was in the area close to the catheter's entry into the intrathecal space. The intraspinal portion of the catheter was replaced and reconnected to the existing pump portion. Aspiration was done at the catheter access port (cap) to confirm good flow. The patient's medication dose was decreased by ten percent and the patient was hospitalized overnight. The patient's pump medication, dose, and concentration were not known. No further details, patient symptoms or outcome were provided at the time of this report.